Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer was failed and was unable to recover. A field service engineer found that the drawer 3.1 on the auxiliary cabinet was not detecting any of the cubie pockets and inspected it and found that five of the pockets were not showing up even though they were physically in the drawer. Powered down the station and proceeded to disconnect and reconnect the cables that were connected to sub drawer 3.1 and sub drawer 3.2. After putting everything back together, powered up the station and went into diagnostics to perform an acceptance test to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer failed, could not be recovered, and did not appear as an option for recovery. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.